Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes, h.3 device eval by manufacturer? Yes, d9. Device available for eval?: 06-feb-2026. E1: (B)(6). Investigation summary: bd received 10 samples and 2 photos for investigation. The visually evaluated photos showed the customer¿s indicated failure mode. The 10 samples were inspected with no issues being identified. A draw test was performed on 10 sample tubes. All tubes were within specification limits. Additionally, a total of 100 retention samples were visually inspected, with no visible defects observed. Furthermore, 10 retention samples underwent functional testing, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sodium fluoride: 3 mg na2 edta: 6 mg blood collection tubes, there was inadequate blood draw volume in 1 device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that when using bd vacutainer® sodium fluoride: 3 mg na2 edta: 6 mg blood collection tubes, there was inadequate blood draw volume in 1 device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. A total of 100 retained samples were visually inspected, and no visible defects were found. Furthermore, functional tests were performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using bd vacutainer® sodium fluoride: 3 mg na2 edta: 6 mg blood collection tubes, there was inadequate blood draw volume in 1 device. No adverse impact was reported regarding the patient or user.